Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction had occurred due to a software issue. A technical support specialist successfully configured the care coordination engine to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. The technical service specialist was reached for the affected device, care coordination engine basic connectivity. The serial number in the MDR was empty and would be updated when information became available.

Event description:
It was reported that when using the pyxis medstation es system, routine dose orders had not crossed correctly across the station. A customer reported that a user had been unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.